Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The customer stated that her sensor glucose reading had been showing 400 mg/dl and she finally checked her blood glucose reading to find that is was 544 mg/dl. She did not believe she was getting insulin and removed her infusion set at the quick release. The customer declined troubleshooting for high blood glucose levels and said she would change the set herself. She treated with her back-up plan. Advised customer to monitor her blood glucose and to call for troubleshooting if the issue recurs. Nothing further reported.